Manufacturer narrative:
(B)(4). D10- medical product: vanguard cr ilok fem-rt 62.5, item# 183006, lot# j6178746. Vngd cr tib brg 10x63/67, item# 183420, lot# 911740. Biomet ilok pri tib tray 67mm, item# 141212, lot# 982290. Biomet finned pri stem 40mm, item# 141314, lot# 138020. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately seven years seven and a half months post implantation due to collapse of the implant on one side causing pain. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b3, b4, b5, b7, d2b, d4, d6a, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. D6a. Initial surgery: (B)(6) 2018. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately seven years seven and a half months post implantation due to collapse of the implant on one side causing pain. The patient experienced pain when bearing weight on the operative knee, pain when walking, inability to climb or descend stairs due to significant pain.